Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricle lead had dislodged. The physician elected to explant the ra lead. No adverse patient effects were reported. Should additional information be received, this file will be updated. The event and explant dates provided do not make sense, so they were left off of this report. The event states the ra lead was removed, but it is believed that should have been the rv lead.